Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during manual priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the battery cap and the reservoir compartment was damaged. Customer stated that the reservoir was able to lock into place. Customer declined troubleshoot for all the issues. The insulin pump will not be returned for analysis.